Event description:
Attorney reported: late 2002- the patient underwent a hernia repair surgery with implant of a composix mesh patch. In 2006- the patient was hospitalized and found to have a recurrent ventral hernia and entrapped nerves of abdominal wall and abdominal skin wrinkling and lipodystrophy of the abdominal wall. It was decided that the mesh was too large to completely removed and only a centralized portion of the mesh was removed. In 2007- the patient is presented to the ER with complaints of upper abdominal pain. On two days later - the pt returned to the hospital with continued abdominal pain with large amounts of recurrent emesis. The pt is found to have a bowel obstruction secondary to dense adhesions of the bowel within a region of a previously placed mesh. The mass of adhesions required several hours of dissection to remove and three sections of bowel had to be resected and reanastomosed. The pt was hospitalized for approximately eleven days.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional info becomes available.